Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for aia-360, serial number (B)(4), from 12-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-2: list of flags, states the following: >h: the assay result was not accepted because it lies above the calibration area. Dilute the sample as required and assay it again. The aia-pack progesterone iii sample diluting solution analyte application manual states the following: if a specimen is found to contain greater than the linearity limit of approximately 45 ng/ml, the specimen should be diluted with the sample diluting solution and assayed according to the procedure in the aia-pack section of the analyte application. The recommended dilution for specimen containing greater than 40 ng/ml is 1:5. However, it is desirable to dilute the samples that contain more than 40 ng/ml so that the diluted sample reads between 2.0 and 20 ng/ml. The material derived from human origin is not used in the preparation of this product; however, since human specimens will be used for samples and other quality control products in the lab may be derived from human origin, please use standard laboratory safety procedures in handling all specimens and controls. After opening, the vial of st aia-pack progiii sample diluting solution should be kept tightly sealed with a clean rubber cap. Sealing with dirty material may cause deterioration of the reagent and could give rise to erroneous results. The remaining sample diluting solution after use should not be mixed with another vial but be discarded to avoid contamination. The most likely cause of the reported issue was due to sample diluting solution contamination during manual dilution.

Event description:
On (B)(6) 2017 a customer reported that after performing a 1:4 manual dilution the patient sample obtained higher than normal (>h) progesterone (progiii) results with the aia-360 instrument. The tosoh technical support specialist (tss) sent a new st aia-pack progiii sample diluting solution. The tss pointed out to the customer that sample diluting solution contamination can occur during manual dilution and to check for the limitations of the assay and sampling handling as advertised in the analyte application manual. On (B)(6) 2017 the customer reported that after manual diluting a progiii >h patient sample with the new sample diluting solution result was within expected range. Quality controls were also within acceptable range. No further action was required. No adverse effect to patient management was reported and no erroneous results were reported out of the lab.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.